Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been in the hospital twice with diabetic ketoacidosis. Customer was hospitalized on (B)(6) 2015 with a blood glucose level over 450 mg/dl. Customer was not feeling well and was vomiting. Customer had borderline diabetic ketoacidosis. Customer was treated with an insulin drip and fluids. Customer was also hospitalized on (B)(6) 2015 with blood glucose level of 487 mg/dl. Customer stated that she did not eat her breakfast and was vomiting. Customer had diabetic ketoacidosis. When her blood glucose level went to 150 mg/dl, she was put back on the pump. Customer was wearing the pump at the time of each hospital visit. Customer had a battery out limit alarm and check settings alert in the alarm history. Pump passed the high pressure test. Troubleshooting was performed and air bubbles were ran through. Infusion set was also changed. A replacement battery cap will be shipped. No further assistance needed.